Event description:
A patient reported that their bottom tooth has turned on its side and have been shoved into another tooth due to the aligners. The patient stated that they are unable to eat on that side of their mouth and hot and cold make gives them a crazy amount of pain, they would consider it a level 10 because they are unable to speak when this occurs.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.